Event description:
Sheath broke as surgeon inserted the 9mm implant during an acl reconstruction. Device was fully seated into bone. One small piece of the cannula tip was not retrieved (small wing from side). A bio-composite interference screw was inserted to complete the case.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause of this type of event is improper bone preparation. Per the product surgical technique guide, it is recommended to prepare the tibial tunnel to a diameter equal to the diameter of the graft and to dilate the tunnel with a tapered dilator that matches the graft diameter. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Customer will not return device.